Manufacturer narrative:
(B)(4). Date sent: 10/31/2023. D4: batch #601a88. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with the right gripping surface damaged. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 601a88, and no non-conformances were identified. The lot#625a93 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a lap colon procedure the device could not fire. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.